Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration. In addition, visible moisture ingress was observed within on the area housing the force sensor. An ezprime operation was performed and the pump dispensed all the insulin from the cartridge during the load step and emitted a "no cartridge detected" warning. There was one "no cartridge detected" warning in the pump history. A misaligned display screen was also observed, but did not cause the force sensor pins to dislodge.

Event description:
The pt reported that the pump dispenses insulin from the cartridge during the load step. The pt confirmed his body was not connected to the pump during priming steps. There was no reported pt impact.